Manufacturer narrative:
Product investigation summary: a functional test was carried out on the returned aiming arm, but the complaint condition could not be reproduced. The conducted test was successful; the reamer did hit the hole as foreseen. The function of the aiming arm was as intended with no product fault detected. Therefore, the complaint is deemed ¿unconfirmed¿ from a manufacturing standpoint. There was no indication for a product-related issue. Device history record review: manufacturing location: (B)(4) - manufacturing date: july 10, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that proximal femoral nail (pfna) and blade was successfully inserted. The drill bit caught nail during distal locking procedure through the aiming arm. The surgeon managed to get the drill through the nail aperture after approximately a five (5) minute delay. This is report 1 of 1 for (B)(4).